Manufacturer narrative:
The insulin pump was received with no button response due to button keypad connector unlocked. Unable to perform functional testing due to keypad anomaly. The insulin pump has scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed no delivery and had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that the no delivery alarm was a past event and troubleshooting for that issue could not be done. The blood glucose reading at the time of the call was 124 mg/dl. No significant events leading to the keypad issues were observed. The customer could not tell whether the buttons or the bolus wizard was not working. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.